Event description:
A customer contacted beckman coulter inc., (bec) and stated there was a clenz leak (about a teaspoon) underneath the coulter lh 780 hematology analyzer and on the counter. Customer was not able to locate the leak source. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves, and eye protection. There was no report of exposure to open wounds or mucous membranes. No one sought medical attention. The material safety data sheet (msds) was not reviewed. There is an exposure control plan at the facility. Patient results were not affected. There was no death, injury or an effect to patient treatment.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site and performed a preventive maintenance (mp) to the instrument. Per communication provided by the fse, the silicon green stripe rinse tubing to top of mixing chamber had a micro hole in it at fitting from continuous rotation of chamber. The tubing was replaced by the fse during pm, and the leak was resolved. No results were affected because this is pre and post rinse to mixing chamber and it is not used in analysis of differential. The green stripe tubing is connected to the differential mixing chamber. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The cause of the leak was a hole in the green stripe rinse tubing that rinses the differential mixing chamber. (B)(4).